Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant procedure, the physician noted the pulse generator to have loose septum in the ventricular set screw. The device was not implanted and exchanged.